Manufacturer narrative:
Synthes is unable to determine the manufacturer and/or the date of manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from (B)(6) indicates patient status post two plates and screw implantation on (B)(6) 2010 returned to surgeon on an unknown date. It was discovered that the two plates had broken. It was noted surgical intervention was needed and no screws were noted broken.